Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a catheter was returned in one piece with no attached device and trace of blood was noted at the distal cap region. Dimensional analysis found both the aligned and misaligned offset were out of specification. Functional test of the catheter was performed, and when positioning the tether control knob to the mis-aligned position the release tether wire protrudes past the stationary tether wire; then when positioning the tether control knob to the aligned position the release tether wire retracts past the stationary tether wire; lastly when positioning the tether control knob between the two modes the tether wires align. The cause of the reported event was due to incorrect orientation of the release knob.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) prematurely separated from the delivery catheter and embolized to the inferior vena cava. The lp was retrieved and reimplanted with a different delivery catheter. There were no patient consequences.